Event description:
The customer returned the shaver handpiece for repair with a reported problem of not operating. There was no injury or surgical delay reported with this event.

Manufacturer narrative:
Investigation results: the shaver handpiece was received for evaluation and the reported problem was verified. Further investigation found the shaver has the potential to activate on its own related to pc board failure. A design change has been implemented for this failure mode. This failure mode will continue to be monitored. There are no reported injuries associated with this event.